Event description:
Reportable based on device analysis completed on 15sep2022. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with plain old balloon angioplasty. No patient complications were reported and patient is doing well. However, device analysis revealed stent detachment.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 12mm stent delivery system was returned for analysis. The device was returned without a stent. The balloon wings were found to be tightly folded with no evidence of positive pressure. Crimp markings are visible on the balloon material. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the balloon material. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.